Manufacturer narrative:
The investigation revealed the guidewire tip remained in the patient. The physician determined removal of the tip was not required. Warning regarding this issue is in IFU.

Event description:
During an interventional coronary procedure, the guidewire was jailed between a stent and the artery wall. To remove the wire, dr had to pull the wire firmly and it broke into two pieces. Seven cms of the wire is still in the patient's coronary artery. The niobe magnest were in navigate position when this occurred. After discussion with the heart surgeon, the physicians decided to leave the remaining piece in place and not take the patient to surgery. The patient will have to take ticlid for remainder of life to avoid thrombosis of the stent. The device was discarded at the hospital. The wire was from either lot p6974865 or p1985390.